Event description:
Pt was revised to address tibial loosening. Poly wear was discovered intraoperatively. (B) (6).

Manufacturer narrative:
Quantity 2 batches of cement used during the surgery. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.